Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.single use device discarded.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay performed on various dates using one lot with flocked swabs and direct-tested nasopharyngeal samples. This MFR. Report addresses test three (3) of four (4). Repeat testing was not performed. Confirmation testing was performed the same day using pcr (platform: unknown) and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m216966 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot: m216966, test base part number 192-430 / lot: m216966. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference; substances in the sample itself may have interfered with the reaction.b3 h3 other text : single-use; device discarded.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay performed on various dates using one lot with flocked swabs and direct-tested nasopharyngeal samples. This MFR. Report addresses test three (3) of four (4). Repeat testing was not performed. Confirmation testing was performed the same day using pcr (platform: unknown) and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.